Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a vaginal hysterectomy in 2007. During the procedure, there was a loss of cutting efficacy. Another like device was used to successfully complete the procedure with no adverse patient consequences.